Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. The implantable cardiac monitor exhibited intermittent undersensing. No intervention was performed. No other information was available.

Event description:
New information reported on (B)(6) 2018 states that programming changes were performed on the device to resolve the issue.